Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a st elevated myocardial infarction and the procedure was performed to treat a totally occluded lesion in the proximal left anterior descending coronary artery. A 3.00 x 18 mm xience sierra stent was successfully deployed and the patient was commenced on dual anti-platelet therapy. Twenty minutes post procedure, the patient developed chest pain [angina] and angiography confirmed stent thrombosis. Balloon angioplasty was performed to treat the thrombosis. The patient was discharged post balloon angioplasty. No additional information was provided.